Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the catheter broke after 210 days of being placed in the pt. It was placed on (B)(6) 2012 and broke on (B)(6) 2012. The catheter is placed in the right subclavian. The leak is detected in the venous lumen. The catheter was pulled and replaced.

Manufacturer narrative:
Submit date: (B)(6) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.